Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The subject device was received in packaging different from the original packaging. The laser etching was readable. Slight traces of utilization were visible upon inspection. A device history record review was performed for the reported subject device lot and for its components as previously reported. There were no abnormalities or deviations detected which could lead to the complaint condition. A function test was carried out with the result passed. The blade is mountable and demountable, according to specification. Based on the results of the investigation this complaint is rated as not confirmed and not valid from a manufacturing standpoint, as no manufacturing related issue was identified and/or confirmed. A root cause could not be definitively determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include hwc. Device was not implanted or explanted during the procedure on (B)(6) 2015. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the u.s. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 4, 2015 - expiry date: may 1, 2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna)-ii blade would not lock during a trochanteric fracture procedure on (B)(6) 2015. The surgeon reportedly made several attempts to lock the blade, but was not successful. Another sized blade was used to complete the procedure without further issue. A ten (10) minute surgical delay was noted. This report is 1 of 1 for (B)(4).